Manufacturer narrative:
The reported even of rate response rate was not confirmed. As received, device was received in normal working condition with battery voltage above eri level. Analysis performed, included cross talk and sensitivity test displayed no anomalies and exhibited normal device characteristics. Visual inspection of header and connectors found no anomaly that could contribute to the complaint of noise or pacing problem. Longevity calculation was performed, and found device was in the normal range of operation with appropriate remaining longevity.

Event description:
Related manufacturer's reference number: 2017865-2021-30307. Related manufacturer's reference number: 2017865-2021-30308. It was reported that the patient presented remotely via merlin.net. Review of the transmission, revealed that the right ventricular (rv) lead was exhibiting oversensing leading to pacing inhibition and the patient experiencing pre-syncope. Upon follow up, it was discovered that there also presence of left ventricular (lv) oversensing. Noise was not reproducible. Programming changes were made to the lv lead. The patient was in stable condition. New information received notes that the right ventricular (rv) and left ventricular (lv) lead were capped on (B)(6) 2021. The physician also opted to explant the pacemaker (pm). A new rv, lv, and pm were successfully implanted. The patient was in stable condition pre, during, and post procedure.